Event description:
This (B)(6) male patient underwent successful index stenting of the distal circumflex with a 13x2.25mm cypher stent in the setting of an acute stemi of unknown location. Six days later, prior to discharge, the patient underwent a staged procedure of the proximal and mid lad. Angiography at this time showed no restenosis of the index cypher. It was noted that during pre-dilatation of the lad with a non-cordis balloon, a non-occlusive dissection was noted in the distal portion of the proximal lad. It was also noted that a 3.0x23 cypher failed to cross, and dislodged. The stent was retrieved by inflating a balloon distally to the stent and pulling the stent back successfully into the guiding catheter. Three non-cordis stents were eventually implanted in the mid and proximal lad, one of which was implanted to treat the dissection.

Manufacturer narrative:
The product was not returned for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. When removing the sds as a single unit, do not retract the delivery system into the guiding catheter or sheath. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. Based on the information provided, there are possible procedural factors (failure to cross) that may have contributed to the stent dislodgement. Based on the lack of information and without the product to conduct an analysis, it is not possible to determine a root cause and no corrective actions will be taken at this time. Please note that this device is distributed outside the united states; however, it is similar to the u.s. Distributed cypher product.